Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular pace/sense lead. The sensitivity was adjusted. There is still intermittent oversensing but not enough to cause a shock. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.